Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance. Visual and functional test done. Yes, it was confirmed that when the unit was started without applying drive gas pressure, and the drive gas was pressurized during or after the self-check, ventilation operation began after a few tens of seconds. The cause is a gas leak from the demand detector. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the pressure does not increase on the device. There was no patient involvement. And there were no patient harm/adverse event reported.